Event description:
It was reported that the artificial urinary sphincter (aus) device stopped functioning for patient five years after implant. The physician tried cycling the device while being scoped and no coaptation of the sphincter was observed. All components were explanted and replaced without further complications.